Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was 200 to over 500 mg/dl. Elevated blood glucose was addressed by a bolus with the pump. Customer was admitted to the hospital. Customer was treated with intravenous insulin and fluids. The customer was released from the hospital five days later with the issue resolved and no permanent damage. Customer changed pump supplies and resumed insulin therapy.